Manufacturer narrative:
The reported incident that impactor head was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause most likely could be attributed to a user related issue. The failure was caused by repeatedly impacts and damages over the instrument. The head of the impactor shows signs of multiple use. This instrument works in aggressive conditions due that it has to take repeatedly strokes and hits with a hammer. Therefore, due to the multiple exposure to these damages it most likely broke. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that when the surgeon was using the impactor part of the black plastic part shattered. All pieces were retrieved and none fell into the surgical site.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that when the surgeon was using the impactor part of the black plastic part shattered. All pieces were retrieved and none fell into the surgical site.